Event description:
It was reported that an asymptomatic patient was presented in the clinic after the device vibrated. The right ventricular lead exhibited very high impedance and it was alleged that the lead was fractured. The physician will replace the lead when doing the elective replacement of the generator.

Manufacturer narrative:
Final analysis found that a complete lead was returned in two pieces. The connector piece measuring at 19.2 cm and the distal piece measuring at 46.0 cm were returned. Visual and x-ray examination did not find any anomalies and electrical tests did not find discontinuities or shorts. The reported lead fracture and high pacing lead impedance anomalies were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted, the right ventricular lead was explanted and replaced on (B)(6) 2017 the patient was stable and will continue to be monitored.